Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified that the liner and glenosphere were explanted and had blood. The articulation surface of the glenosphere appears to be worn. Visual inspection identified that the bottom of the liner has damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to human factor issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient fell causing the liner to disassociate from the glenosphere. The patient was revised and the poly liner and glenosphere were revised. No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02229, 0001822565 - 2019 - 02230. Not returned to manufacturer.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.